Event description:
Per internal imaging review of the CT images observations: the reported central regurgitation was unable to be confirmed, as only CT images were available for review and no echocardiogram images were provided. The right coronary cusp (rcc) of the tavr has less mobility than the other two, is severely calcified and thickened, with mild hypoattenuated leaflet thickening (halt) at its base. Minimal halt was observed at the left coronary cusp (lcc). The sapien valve is under-expanded at 24mm at mid valve (0.5mm added for outer diameter). It was noted that the rcc "thickened, calcified, hypomobile may be the cause of the central regurgitation."

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: changed device code(s), added to type of investigation, changed investigation findings, changed investigation conclusions, and updated the conclusions in this section. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed, and it was noted that the right cusp of the thv was severely calcified. The complaint for calcification was confirmed based on the provided imagery. According to the technical summary, evaluation of reported structural valve degeneration complaints related to calcification for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. As noted, the patient has medical history of hyperlipidemia. Available information suggests patient factors (hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 6 months after an aortic implant of a 26 mm sapien 3 valve via transfemoral approach, the patient was admitted with heart failure. The valve was found to have moderate central aortic insufficiency due to restricted leaflet mobility, mean gradient 37.3, and severe stenosis (valve area 0.92) via CT scan. The patient is being treated with medication; no other interventions have been performed.